Manufacturer narrative:
Device evaluation: eighteen (18) smiths medical cadd medication cassette samples were received for evaluation. The device history record was reviewed and showed that the devices met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Visual inspection showed that the pump tube was damaged and the assembly bag was incorrectly placed. Functional testing involved device accuracy testing and showed two of the samples demonstrated the reported issue. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on evidence and investigation, the complaint allegation was confirmed and the investigation noted the following possible problem source: during the bag loading operation, the pump tube was not properly assembled, the pump tube was stretched. However, the exact problem source could not be confirmed.

Manufacturer narrative:
Foreign source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir under delivered. It was reported that after twenty-four (24) hours of infusion "10ml more of medical fluid remained in the cassette than usual." Per reporter a different cassette was used and the issue was resolved. No adverse patient effects were reported.